Event description:
It was reported to boston scientific corporation on january 6, 2009, that a corflo cubby low profile gastrostomy device was used during a feeding procedure performed in 2008. According to the complainant, the button locking adapter broke after two days. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacturer and expiration dates are unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undermined.